Manufacturer narrative:
Product complaint #: (B)(4). Investigation summary: no device associated with this report was received for examination. This complaint was opened to document complaints derived through a journal article review. Follow-ups were done to try and obtain additional information from the author of the journal article. No further information was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Literature article entitled "tibial tray debonding from the cement mantle is associated with deformation of the backside of polyethylene tibial inserts." Written by bhalekar rm, nargol me, shyam n, nargol avf, wells sr, collier r, pabbruwe m, joyce tj, and langton dj. Published by the bone and joint journal published online/accepted by publisher 3 sep 2021 was reviewed. The article's purpose was to compare 114 explanted fixed-bearing total knee arthroplasties to investigate whether wear and backside deformation of polyethylene tibial inserts may influence the cement cover of tibial trays of explanted total knee arthroplasties. Of the 114 knees, two depuy systems were examined, attune (27 total) and pfc (34 total). The remaining examined explants were competitor products. No specific patient identifiers were given in the article. Unknown cement manufacturer used. There is no mention of any patella components within the article. Depuy products with known adverse event(s): attune tibial tray x 1. Attune tibial insert x 1. Attune femoral component x 1. Pfc tibial tray x 1. Pfc tibial insert x 1. Adverse events: attune. 8 cases of pain requiring revision. 9 cases of infection requiring revision. 1 case of effusion requiring revision. 2 cases of stiffness requiring revision. 3 cases of instability requiring revision. 4 cases of tibial tray loosening requiring revision. 1 case of femoral component loosening requiring revision. 1 case of tibial tray mispositioning requiring revision. 1 case of femoral component mispositioning requiring revision. 1 case of tibial insert wear requiring revision. Pfc 12 cases of pain requiring revision. 12 cases of stiffness requiring revision. 1 case of impingement requiring revision. 2 cases of tibial tray loosening requiring revision. 1 case of infection requiring revision. 4 cases of tibial insert wear requiring revision. 1 case of tibial insert implant fracture requiring revision. 6 cases of instability requiring revision.